Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient¿s call to fresenius technical services for assistance. The patient stated that the fresenius liberty select cycler left a significant amount of fluid in them after the completion of treatment. A review of the patient¿s treatment records identified that the patient drained 3178ml during drain 4 of 4 of the treatment. The patient felt that they still had fluid in them and performed a stat drain on the cycler of 1278ml. When combined with the previous drain, this drain volume is 235% the patient's prescribed fill volume of 1900ml. As a result of the iipv event, the technical support representative advised the patient to contact their peritoneal dialysis nurse (pdrn) to adjust their cycler settings. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.